Manufacturer narrative:
Follow-up #1: date of submission 09/02/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/10/2016 with the following findings: the bb shows 2 por¿s recorded after cs-054-0000 and cs-054-0001 alarms beginning (B)(4) 2016 at 13:03; deliveries never resumed. No unexplained por events were observed. Pump returned with moisture behind display lens. The pump has crack in u- groove. The battery compartment threads are stripped. No damage found to returned battery cap. Returned battery cap is able to carefully attach to the pump. The pump was exercised for 24hrs with returned battery cap, no por¿s were duplicated. The returned battery cap contact measurements are in specifications. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Leak test failed due to a crack in the u-groove of pump. Removed pump cover; evidence of internal moisture was found in the pump. Display screen has a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter stated that the patient had a blood glucose (bg) of 305mg/dl with polydipsia and polyuria. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) competed troubleshooting and it was noted that there was damage with moisture in the battery compartment. This report is being made due to the bg excursion the patient experienced due to a power issue.